Event description:
It was reported that an ilet user forgot to announce a breakfast meal until approximately 45 minutes after eating, and customer care advised that the meal could not be announced because it was beyond the 30-minute announce window. Symptoms included hyperglycemia reaching 202 mg/dl. Outcomes included no reported injury, no medical intervention beyond education, and no hospitalization. Investigation included a review of the event details and user education on correct meal announcement timing. Investigation of this case revealed user error related to missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use not in accordance with labeling.